Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number : 5001373;; model/catalog description: linear st lead, 50 cm. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that following a lead revision procedure (MFR report no: 3006630150-2018-02167), the patient developed an infection on the lead site and was admitted to intensive care unit (ICU). It was noted that one of the leads that was revised was infected.